Event description:
It was reported to philips that the system was unable to perform exposures with the wired footswitch. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that the wired footswitch was unable to trigger exposure. To resolve the issue, fse replaced wired footswitch. The defective wired footswitch was returned to philips for analysis and failure identified include corrosion and paint damage, as well as the absence of anti-slip. The system was returned to use in good working order. The codes were updated based on the investigation outcome.